Manufacturer narrative:
Qn# (B)(4). The product was not returned for investigation. The reported complaint of iab blood in helium pathway is not able to be confirmed. If the product is returned at a later date, a full investigation of the sample will be completed. The root cause of the complaint is undetermined. The specific serial number/lot number was not reported, but a device history record (DHR) review was conducted for the lot numbers shipped to this account with no relevant findings. All devices passed manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Event description:
It was reported that dr. Ramford ng inserted the intra-aortic balloon (iab) without incident or difficulty, 2 minutes after pumping was initiated, an alarm occurred, and a large amount of blood was noted in the gas line tubing. The iab was immediately removed with no difficulty. After the iab was removed it was reported that a "piece of the iab membrane" was missing and remained in the patient. The doctor noted calcification in the groin. Vascular surgery (dr (B)(6)) placed a stent in the iliac "to pin the piece of iab membrane to the wall of the vessel". The doctor chose not to reinsert another iab. The patient is currently stable with no noted adverse effects or complications. The pump was checked by biomed and no blood was noted in the pump. There are no photos available, and the iab was discarded.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that dr. (B)(6) inserted the intra-aortic balloon (iab) without incident or difficulty, 2 minutes after pumping was initiated, an alarm occurred, and a large amount of blood was noted in the gas line tubing. The iab was immediately removed with no difficulty. After the iab was removed it was reported that a "piece of the iab membrane" was missing and remained in the patient. The doctor noted calcification in the groin. Vascular surgery (dr. (B)(6)) placed a stent in the iliac "to pin the piece of iab membrane to the wall of the vessel". The doctor chose not to reinsert another iab. The patient is currently stable with no noted adverse effects or complications. The pump was checked by biomed and no blood was noted in the pump. There are no photos available, and the iab was discarded.